Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the brush was in the common bile duct, the nurse was ordered to expell the brush. During the second brushing, the wire of the brush was kinked and it was not possible to use the device anymore. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the brush was in the common bile duct, the nurse was ordered to expel the brush. During the second brushing, the wire of the brush was kinked and it was not possible to use the device anymore. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was retracted and the blue cap, handle cannula, and seal washers were removed from the handle upon receipt. The handle cannula was bent and the brush wire was bent at the distal end of the handle cannula. The working length was kinked in several locations. A functional analysis was not performed due to the condition of the returned device. The catheter was cut to expose the brush, and the brush was found to be slightly bent. The condition of the returned device was consistent with the complaint that the brush wire was kinked. Review and analysis of all available information indicated the most probable root cause for this event was "operational/physiological context". A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.